Manufacturer narrative:
The device received with detached end cap. Unable to perform the displacement due to detached end cap. Insulin pump received loose drive support disk.

Event description:
It was reported that the drive support cap was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.